Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset infusion set and fast-acting insulin, with blood glucose rising above 300 mg/dl overnight and remaining elevated for about five hours; the user administered a manual subcutaneous insulin injection, disconnected, then later reconnected and replaced all infusion supplies without observed leaks or kinks, and blood glucose trended down to 190 mg/dl. Symptoms included hyperglycemia without acute complications. Outcomes included no professional medical intervention, no hospitalization, and the use of backup therapy. Investigation included review of the event details and user-reported troubleshooting and education. Investigation of this case revealed an undetermined cause of hyperglycemia with no device alerts or alarms reported and no confirmed infusion set or insulin handling issue. It was concluded that the event was user-reported hyperglycemia of unclear cause with recovery after manual insulin dosing and supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.